Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the enteral feeding sets are leaking when connected.

Manufacturer narrative:
A review of the device history record for the possible reported lots revealed no discrepancies that may have contributed to the reported condition. One used sample and 13 new samples were received at the manufacturing plant for evaluation. The sample was functionally inspected, and the line was found to be clogged with dense food. The valve and line were cleaned as much as possible and then the sample was re-inspected. No leaking was detected, and the sample worked without any issue. The root cause was unrelated to manufacturing and appears to be related to the inadequate food density. Because the returned sample did not demonstrate the reported condition, the complaint could not be confirmed, and no formal investigation action is being taken. This complaint will be closed with no further action and will be used for tracking and trending purposes.